Manufacturer narrative:
After further review, MDR MFR# 9616066-2023-01664 was submitted in error; this product is exempt from us FDA reporting requirements. Please consider MDR MFR# 9616066-2023-01664 void. The device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us.

Event description:
It was reported that the 20dp vented IV dc 15 micron experienced component separation. The following information was provided by the initial reporter, translated from italian to english: form: when the nurse was going to connect the set to the infusion fluid, the tube came loose from the drip chamber. Rek 23-2544 chamber ref (B)(4) batch 568644 (pcs use in batch 0722263 164) batch 568751(pcs use in batch 0722263 2836 pcs) received from bd and use for our sets qty pcs 87.000.

Event description:
It was reported that the 20dp vented IV dc 15 micron experienced component separation. The following information was provided by the initial reporter, translated from italian to english: form: when the nurse was going to connect the set to the infusion fluid, the tube came loose from the drip chamber. Rek 23-2544 chamber ref (B)(4), batch 568644 (pcs use in batch 0722263 164) batch 568751(pcs use in batch 0722263 2836 pcs) received from bd and use for our sets qty pcs 87.000.

Manufacturer narrative:
D.4 device expiration date: unknown. D.4. Medical device lot #: lot 568644 and 568751 was reported; however, this is not a lot # manufactured for the reported catalog # 4378b. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.